Event description:
Boston scientific received information that during a follow up this patient had received several inappropriate shocks from this device. Noise was reported on both channels (right atrial and right ventricular) since the implant procedure, and a connection issue was suspected. Several tests were performed which reproduced the noise seen on both channels (right atrial and right ventricular). A save to disk and electrocardiograms were sent to technical services for review, and a surgical intervention was scheduled. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information provided noted that this lead has been returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
A review of the data disk and electrocardiograms revealed that noise on the right atrial channel appeared to be more consistent with myopotentials while the noise on the right ventricular channel large transient potentials appear randomly. A sudden decrease in right ventricular pacing impedances was also noted as well as out of range low pacing impedances most recently. The intrinsic right ventricular amplitudes appears to have also decreased. Inappropriate shocks were confirmed due to noise and oversensing on the right ventricular lead as well as loss of capture with no noted asystole for > 2 seconds. Technical services noted that based on the analysis and available measurements and electrocardiograms there is evidence of a right atrial lead insulation defect and right ventricular lead damage or connection issue. Technical services also noted that it is not possible to reprogram the right ventricular lead to avoid noise and oversensing due to the noise and timing of the noise amplitudes being random. At this time the system remains implanted. Upon additional information this investigating will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection revealed that the proximal end of the distal spring electrode was separated from the lead body insulation and the gore was abraded through the shocking electrode. Further testing revealed that the trilumen insulation was damaged in the webbing only between all three lumens. Due to the location and type of damage it is likely the damaged was caused by entrapment in the clavicle/first rib region. A connection issue was not confirmed as set screw marks were noted on all terminals. The lead was electrically continuous.

Manufacturer narrative:
Additional information received noted that this right ventricular lead was explanted and replaced. The lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Technical services could not confirm but suspected a clavicular crush when it comes to the right ventricular lead.